Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the needle detached when opening the package. Another suture was used to complete the procedure. There was no patient involvement.